Manufacturer narrative:
The reported event is inconclusive as no sample was returned for evaluation. However, the potential root cause for this failure mode could be due to operator error, user error (eg: misplace of component).the instructions for use were found adequate and state the following: warning: method for use: do not inflate the balloon in the urethra. Do not pull the catheter hard. Contraindications: method for use: do not reuse. Do not resterilize.

Event description:
It was reported that the foley catheter tray did not contain a catheter lubricant pouch.